Manufacturer narrative:
Nova biomedical was alerted to the adverse incident at (B)(6) hospitals on (B)(6) 2011, by nova vp of (B)(6). Upon receipt of this report, nova biomedical's senior management reviewed the info and determined that a nova customer complaint file should be opened to the track applicable info and respond appropriately to this incident. As an output to this decision, the complaint coordinator opened complaint file # (B)(4) per the nova biomedical operating procedure for customer complaints ((B)(4)). Within the nova statstrip glucose meter instructions for use manual, the "c2" error code is an alert that identifies a "flow error". Either insufficient sample was put onto the strip to fill the measuring well or the sample was applied incorrectly. The IFU recommends that another analysis attempt be made with a new test strip. This alert identifies a flow error based upon a noted problem with the introduction of the pt sample to the test strip and is not used to identify any result or interference related event. While the user of the statstrip system, based on receiving the same error message over numerous sample analyses, may make a determination that the pt sample may be causing the error, the meter is not designed to determine the root cause of the flow error. The meter is designed to determine that an error condition exists that would result in an incorrect glucose result. The statstrip meter error reporting system is hierarchical and at the top of this hierarchal structure is the absolute requirement to not report a result that could be harmful to the safety of the pt.

Event description:
Based on the info received by the hospital (B)(6) coordinator, staff managing a (B)(6) pt located in the adult renal transplant section of the hospital attempted to utilize a nova statstrip glucose hospital meter to obtain a glucose reading. The staff attempted at least six readings using three different meters. Each sample analysis gave a screen alert of "c-2" which is identified with the statstrip instructions for use manual as a "flow error". The troubleshooting info in the IFU is "flow error - either insufficient sample was put onto the strip to fill the measuring well or the sample was applied incorrectly. Redo the test with a new strip." After these analyses failed, a sample was sent to a (B)(6) within the area and to the laboratory. The glucose results obtained from the (B)(6) was above reporting range of analyzer (>60 mmol/l) and the glucose result obtained from the lab analyzer was 66.8 mmol/l. Further info released by the hospital stated that the pt ph was 7.11 and the hematocrit was 22.1%. It was reported that the pt expired during this time frame.